Event description:
The customer reported that cardioversion no longer works. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that cardioversion no longer works. No adverse patient impact was reported.